Event description:
Procedure - laparoscopic inguinal hernia repair. According to the reporter, the equipment was opened for the dissection and trocar placement. The balloons did not inflate on either the balloon dissector or the balloon trocar because each of them had a hole. The nurse confirmed this after the case. She put the balloons in water and saw the bubbles where the holes were. Neither item's lot number was recorded and the items were not saved for return. The case was not delayed and there was no harm to the patient. This did not negatively affect the surgeon, patient or the case time.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/17/2015.